Event description:
It was reported the device is wet inside and corrosion was notice upon disassembly. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Upper case, lead flex cover , pcb (printed circuit board) screws, main pcb, lcd (liquid crystal display) , encoder flex, and battery flex are corroded. Lower case, battery release, and heart block are contaminated. Lcd display is missing segments. Side bail covers, ring cover, and battery drawer are broken. The ring is bent. It was noted the keys of the keyboard are not working due to the lcd display being corroded.